Manufacturer narrative:
The subject device not returned.

Event description:
It was reported that thrombus migration to the new territory occurred during the procedure. No adverse consequences were reported due to this event.

Manufacturer narrative:
D4 expiration date ¿ added. H4 manufacturing date ¿ added. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Visual and functional testing could not be performed since the device was not returned for investigation. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event is a known and anticipated complications to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication will be assigned to this event.

Event description:
It was reported that thrombus migration to the new territory occurred during the procedure. No adverse consequences were reported due to this event.